Event description:
The customer's husband stated that paramedics were called to treat the customer for hypoglycemia. The reported blood glucose reading was 22 mg/dl. However, the customer later called back and stated that she had read her glucometer wrong and her blood glucose reading was actually 222 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.